Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the customer went emergency medical service on (B)(6) 2021 for low blood glucose level. The customer¿s blood glucose was 20 mg/dl at the time of event. Customer¿s blood glucose was 40 mg/dl at the time of visit to emergency medical service. Customer was treated with glucagon. Customer has been using insulin pump within 48 hours of reported low blood glucose. The insulin pump will not be returned for analysis.